Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly trial broke while inserting. There was no impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection not performed, device not returned. The device history records for & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Medical records were not provided investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Complaint not confirmed

Event description:
No further event information available at the time of this report